Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead during an unrelated procedure. The patient was pacemaker dependent. An rv lead replacement was attempted, but it was not possible to gain access to implant a new lead. The rv lead was deactivated to resolve the event, and the patient was in stable condition.